Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the returned device shows traces of intense and frequent use. The white printings were turned from white to fawn; an indication for a high level of sterilization cycles the distal part of the device is damaged, with a small part chipped off. The breakage surface shows typical signs of a fatigue fracture which is possibly caused due to internal stress developed over years of usage and multiple sterilization cycles. During the procedure while interlocking with the speedlock sleeve, the physical exertion on the device must have led to its breakage from the weakest part. Based on the investigation, the root cause of the failure is not linked to a deficiency of the device but is rather a combination of material fatigue and user related factor. The device had been in use for a long time (manufactured in 2010), therefore it can be safely said that it had fulfilled its tasks in former surgeries as intended. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The IFU states: ¿the useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. For devices that may be impacted check that the device is not damaged to the extent that it malfunctions or that burrs have been produced that could damage tissues or surgical gloves. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. Guidelines to check proper functionality of the medical devices the following guidelines should be applied to all stryker trauma & extremities instruments which are labeled for multiple use. All functional checks and inspections described below also cover the interfaces with other instruments or components. The failure modes below may be caused by end of life of the product, improper use or improper maintenance. Appendix 2: functional check for targeting devices. Description and function: target devices to aim at the locking holes of implants (nails, plates). Potential failure modes: marks caused by hitting on the device, cracks in the polymer, damage of threads, deformation of nail adapter, displacement of connection pin. Preventive maintenance: use an appropriate instrument spray for the mechanism of all moving parts and articulating surfaces. Handle with care. Do not hit on target devices. In case of failure, the instrument must be replaced and not be used.¿ if any further information is provided, the complaint report will be updated.

Event description:
As reported: "the target sleeve can not be attached securely to the g3 target arm because carbon has chipped off. Replacement was available." Surgical delay of 5 minutes. Procedure was completed successfully with no adverse consequences reported.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the target sleeve can not be attached securely to the g3 target arm because carbon has chipped off. Replacement was available." Surgical delay of 5 minutes. Procedure was completed successfully with no adverse consequences reported.